Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was faulty. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the device passed incoming functional testing. The main printed circuit board (pcb) was replaced, as a preventative measure. The atrial output connector was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.